Event description:
The account alleged the brake casters are ratcheting in brake mode. No patient impact.

Manufacturer narrative:
The account replaced the brake casters and the brake hex rods and linkage to resolve the issue.